Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Visual inspection with a leak test identified leakage on the provided sample; large leak spraying water at the visible puncture on the back side of the bag. Magnified inspection of the sample found witness marks on the inner side of the opposing face of the bag, indicating the puncture occurred when the bag was empty. The bag manufacturing process was reviewed and did not identify an area of the process where the puncture could have occurred. Based on evaluation findings and no indication from where in the customer's process the defects were identified, the cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) date of event unknown. Initial reporter operator of device: unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole in the top corner of the bag. Where in the process the holes were discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.